Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. On (B)(6) 2023, the blood glucose result was 433 mg/dl at 6:31 p.m. And the bolus recommendation was 33 units. The bolus suggestion calculated from the patient's physician should have been 2.3 units on the blood glucose monitor which was administered manually. At 11:24 p.m., the blood glucose result was 401 mg/dl and the bolus recommendation was 50 units. The bolus suggestion calculated from the patient's physician should have been 8.0 units on the blood glucose monitor which was administered via insulin syringe.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.